Manufacturer narrative:
Product valuation: no injector was returned for evaluation for the report of scratches on the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported scratches on a lens caused by an injector during an intraocular lens (iol) implant procedure. The physician stated that the lens was stuck in the cartridge and the piston did not push the lens, but passed near the lens. He managed to open the lens and saw scratches at the temporal side, however, he did not explant the lens since the scratches were not on the central optic. No harm to the patient was reported. No further information could be obtained from the physician.

Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of scratches on the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).